Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus singapore (osp) (returned to osp on (B)(6) 2022). The evaluation at osp could not confirm the occurrence of the reported ¿green image¿ but could find another image error (noise in the image), which was traced back to a defective cable assembly. The defect of the cable assembly was caused by wear and tear. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for an unspecified procedure at an unknown date, the video telescope displayed a green image. No further information was provided but there was no report about an adverse event or patient injury.